Manufacturer narrative:
Product analysis: analysis was able to confirm the epg would not turn on, the battery connection was loose. The battery wire connector was reseated and the device was able to turn on. Analysis also noted that the upper case was broken and dented. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The user changed the batteries but the issue persisted. The epg was returned for service. There was no patient involvement.